Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic for a routine follow-up, an alert for upper out of range pacing lead impedance was detected from august of last year. High impedance measurement was still observed along with complete ventricular loss of capture. The lead was capped and replaced two months later. The patient condition is stable after the procedure.